Event description:
Pt in for cystoscopy and extracorporeal shock wave lithotripsy. Ureteral catheter placed in right ureter. When dr attempted to remove it, the catheter broke off, approx 2/3rd of its length up. The remaining piece was retrieved with graspers.